Manufacturer narrative:
The medical device problem code was updated. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation about a discrepant low result for 1 patient's sample tested with elecsys total psa (total psa) on a cobas e411 immunoanalyzer. 29-mar-2023: initial result: 0.027 ng/ml. 03-apr-2023 the same sample was rerun: 1st rerun result: 12.06 ng/ml with a data flag. 2nd rerun result: 12.71 ng/ml with a data flag. The questionable result was reported outside the laboratory. The physician questioned the result as it didn't match the patient's clinical picture. The total psa reagent lot number was 648973 with an expiration date of 31-jan-2024.

Manufacturer narrative:
Investigation is ongoing.